Event description:
It was reported that there was difficulty when attempting to interrogate the device. After locating the device through x-ray imaging it was interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.